Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing and filter extension set was leaking lipids at the connection when lipids are delivered by syringe. There is no report of patient harm.

Event description:
The customer reported lipid tubing leaking at filter connection closest to the syringe. There is no report of patient harm.